Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Upon placing a biliary drain, three wires started to sheer, a fourth wire used was used successfully. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation, a review of the complaint history, quality control, specifications, manufacturing instructions (mi), trends,and drawing of the product was conducted. The complaint device was not returned. Therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Based on the description of the event and the fact that there was not an obvious defect regarding manufacturing of the wire guide, it is possible that the wire guide tip caught on the introducing needle. Thus, using force beyond the design requirements. It can also be assumed that manipulation of the wire through the needle may have caused damage to the coil. The patient's anatomy can make withdrawal or manipulation of the wire guide difficult. Therefore, this can result in damage because the force exceeds design specification. A definitive root cause could not be determined. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Per the quality engineering risk assessment, no further action is required.

Event description:
Upon placing a biliary drain, three wires started to sheer, a fourth wire used was used successfully. A section of the device did not remain inside the patient's&#62688;body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.